Event description:
It was reported that the customer experienced damage to their tandem wall adapter, resulting in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the damaged charging supplies via two-day shipping.